Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to a revision procedure because the atrial lead had exhibited high amplitude noise with the inability to program around. The lead was capped and replaced on (B)(6) 2019. Upon interrogation of the pacemaker, it had exhibited a warning sign that it had gone to end of life (eol). Prior to the procedure the device showed years of remaining longevity. Physician believed that cautery might have caused the false elective replacement indicator (false eri). The device was explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2020-00043.